Event description:
It was reported that the patient was having difficulty charging the ipg and it would not connect to the clinicians programmer and the remote control. It was noted that the ipg incision site was bruised and swollen. The physician believed that it was hit with the electrocautery during the recent revision procedure (MFR. Report number: 3006630150-2023-01628). The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was having difficulty charging the ipg and it would not connect to the clinicians programmer and the remote control. It was noted that the ipg incision site was bruised and swollen. The physician believed that it was hit with the electrocautery during the recent revision procedure (MFR. Report number: 3006630150-2023-01628). The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1232, sn: (B)(4). The returned ipg was analyzed, and internal electrical measurements and thermal imaging confirmed that there was an electrical short circuit. With all the available information, boston scientific concludes the reported event was confirmed. The ipg would not charge despite multiple attempts. No link was established when attempted with a remote control and clinician programmer. This type of damage is typically caused by the ipg or lead exposure to the electrocautery. Therefore, the probable cause was unintended user error which caused or contributed to the event.